Event description:
It was reported that there was noise and inappropriate therapies. Lead impedance was greater than 2500 ohms on both atrial and ventricular channels. The device was explanted and replaced, and the leads were left in use. Additional information was later received from the patient reporting inappropriate shocks because the device was faulty. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported that there was noise and inappropriate therapies. Lead impedance was greater than 2500 ohms on both atrial and ventricular channels. The device was explanted and replaced, and the leads were left in use. Additional information was later received from the patient reporting inappropriate shocks because the device was faulty. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device operated according to specifications impedance, high shock, inappropriate noise defective device.